Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034-2017-11151, 0001825034-2017-11152, 0001825034-2017-11153, 0001825034-2017-11154, 0001825034-2017-11155. Concomitant medical products: femoral head,unknown part/lot, acetabular liner, unknown part/lot, femoral stem,unknown part/lot, acetabular cup, unknown part/lot, the 11-302102 arcos troch claw lot 085570. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient was prescribed antibiotics for 11 days to address wound drainage post-primary hip replacement. The outcome was considered resolved. No further information has been made available.

Manufacturer narrative:
Medical devices: regen/rnglc+ multi 56mm sz 24 catalog#: pt-106056 lot#: 360640; 32mm mod head cocr +3mm neck catalog#: 163670 lot#: 00j3235778; arcos 17x190mm spl tpr dist ha catalog#: 22-300917 lot#: 504230; arcos troch claw small 100mm: catalog#: 11-302102 lot#: 085570; arcos lateral troch bolt 42mm: catalog#: 11-302142 lot#: 398520; unknown screw catalog#: ni lot#: ni; unknown screw catalog#: ni lot#: ni; ringloc-x e1 h/w 54/32mm 24 catalog#: ep-053254 lot#: 3276013. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This event has been previously reported in 0001825034-2015-01574 with notification date (B)(6) 2015. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11151; 0001825034-2017-11152; 0001825034-2017-11154; 0001825034-2017-11155; 0001825034-2018-00981; 0001825034-2018-00985; 0001825034-2018-00988.